Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site. Device analysis report attached. This report is submitted on march 08, 2024.

Manufacturer narrative:
This report is submitted on april 06, 2021.

Event description:
Per the clinic, the patient experienced a skin flap necrosis resulting in an extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2021, and the patient was reimplanted with another cochlear device on the contralateral side during the same surgery.